Event description:
It was reported that the customer had low blood glucose levels of about 43 mg/dl. It was reported that the paramedics were called in to treat the customer and bring up her blood glucose levels. The customer was not brought to the hospital. The customer reported that she forgot to eat after programming a bolus from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).